Event description:
Rn had just accessed patient's double lumen port and attached extension tubing. Rn pulled back from the open end of the extension tubing to waste blood, and blood and saline begin leaking out of the y-site. She immediately stopped and replaced the extension tubing.